Event description:
It was reported to resolve that on an unknown date, it was discovered that the screws in the inferior level of a three-level coda plate were fractured and backing out. It was said in the report that the patient required a revision surgery.